Event description:
Related manufacturer report number: 2017865-2023-38657, 2017865-2023-38659. Voluntary medwatch form received stated that the patient presented with an infected pacemaker system. It was also noted that the right ventricular lead exhibited some unspecified malfunction. Both the right and atrial leads were explanted. Further information was not available.

Manufacturer narrative:
Voluntary event reports were received. Medwatch: mw5119628, mw5119622 further information was not available.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.